Event description:
It was reported that there has been a gradual increase of the lead impedance. The lead integrity alert was triggered for high impedance. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were two patient alerts for out of tolerance subthreshold lead impedance on (B)(4) 2011 and at (B)(4) 2011. The weekly pace lead impedance trend data shows an increase for minimum and maximum right ventricular pace equals 864 to 2672 ohms peak between (B)(4) 2011 and (B)(4) 2011. There was one patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2011. The weekly pace lead impedance trend date showed continuing gradual increase for minimum and maximum right ventricular pace equal to 2672 to 8976 ohms peak between (B)(4) 2011 and (B)(4) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were two patient alerts for out of tolerance subthreshold lead impedance on (B)(4) 2011 and at (B)(4) 2011. The weekly pace lead impedance trend data shows an increase for minimum and maximum right ventricular pace equals 864 to 2672 ohms peak between (B)(4) 2011 and (B)(4) 2011.

Event description:
It was reported that there has been a gradual increase of the lead impedance. The lead integrity alert was triggered for high impedance. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event. It was further reported that the lead impedance continued to increase.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were two patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2011. The weekly pace lead impedance trend data shows an increase for minimum and maximum right ventricular pace equals 864 to 2672 ohms peak between (B)(6) 2011. There was one patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011. The weekly pace lead impedance trend date showed continuing gradual increase for minimum and maximum right ventricular pace equal to 2672 to 8976 ohms peak between (B)(6) 2011 and (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there has been a gradual increase of the lead impedance. The lead integrity alert was triggered for high impedance. The lead will be monitored and remains in use. It was further reported that the lead impedance continued to increase. It was further reported that the lead impedance continues to rise and is now 13,000 to 14,000 ohms. It was further reported that the pacing thresholds have recently increased. No patient complications have been reported as a result of this event.

Event description:
It was later reported that during the extraction procedure of the right ventricular (rv) lead, the superior vena cava was torn and due to blood loss, the patient died.

Manufacturer narrative:
Product event summary: (B)(4) - the distal portion of the lead was returned, analyzed and analysis revealed the proximal conductor of the lead developed a fracture due to flexing while in vivo, the exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress, the outer insulation of the lead was extrinsically breached due to a tear.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there has been a gradual increase of the lead impedance. The lead integrity alert was triggered for high impedance. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event. It was further reported that the lead impedance continued to increase. It was further reported that the lead impedance continues to rise and is now 13,000 to 14,000 ohms.